Manufacturer narrative:
Report states, that the field service engineer (fse) inspected the j-bow, and found the collar retaining screws were missing, there were no visible sign of cracks. The fse noted that this is an older version of the j-bow that is being replaced under the lf recall. He disassembled the power head and remounted on a remote stand assembly. Fse checked performance per checklist in accordance with maintenance section of service manual. Unit was then returned to service.

Event description:
The CT technologist reported when loading the syringe into the injector before the next procedure, that she heard a cracking noise and the injector fell into her arms. She reported that she was not injured since the power head cable was supporting the injector from falling to the ground.